Event description:
The father of a (B)(6) female pt called zoll customer support to report that the pt's battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the power supply connector was damaged. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective power supply connector. The pt received a replacement battery charger/modem.